Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/1/16- pfs and medical records received. After review of the medical records for MDR reportability,there is no new additional information that would affect the existing investigation. X-rays were attached to medical records.

Manufacturer narrative:
No devices were returned to examine. A search of the complaints databases has identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. The remaining product/lot code combinations returned no results in the databases search. X-rays and medical were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim received. Patient allegedly suffers from pain, swelling, osteolytic lesion, osteolysis, limited mobility, elevated levels of cobalt and chrome, stiffness, cobalt and chrome metal ion poisoning, bone tissue damage, and a pseudotumor.

Manufacturer narrative:
Legal claim received. Patient allegedly suffers from pain, swelling, osteolytic lesion, osteolysis, limited mobility, elevated levels of cobalt and chrome, stiffness, cobalt and chrome metal ion poisoning, bone tissue damage, and a pseudotumor. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases has identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. The remaining product/lot code combinations returned no results in the databases search. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).